Event description:
The customer called reporting of erratic modular glucose (clucm) results generated for several patients on the synchron lx20 pro system over 3 different days. The customer stated that the results were either below the reference range or the original to rerun results did not match and were different by >10%. The customer noted that the qc was erratic and >3sd (>3 standard deviation) below the assigned mean before the event occurred. The customer gave an example where the original glucm results were 73 mg/dl and 67 mg/dl and the rerun on a different instrument were 102 mg/dl and 97 mg/dl. Qc failure represented the patient erroneous results observed. All but one erroneous result was caught before reported out of the lab but patient treatment was not affected. This report is for the event which occurred on (B)(6) 2012. Please see medwatch #2050012-2012-00797 and #2050012-2012-00798 for the reports which occurred on the other 2 days. Beckman coulter field service engineer (fse) found no evidence that the customer had replaced the glucose electrode within the 6 months prescribed maintenance protocol. It is unknown when the electrode was last replaced and the fse proceeded to replace the electrode which appear to have resolved the issue.